Manufacturer narrative:
Analysis was unable to confirm the atrial output connector was not pacing. Analysis noted that the hanger assembly was broken, the backlight of the display was not working due to a connector issue on the main printed circuit board (pcb), the keypad flex was damaged, the battery wires were pinched, and display wires were pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no pacing on the atrial lead of an external pulse generator (epg). The device returned into service. There was no patient involvement.